Event description:
It was reported that a patient who was treated on (B)(6) 2022, was diagnosed with a 5-cm symptomatic fibroid on mr (iuus measurement was ~7 cm); gynesonics medical director had been contacted by physician in early june regarding the patient's fibroid continuing to grow. Review of the case by gynesonics medical director and gynesonics clinical director suggested independent agreement regarding approximately how much of the fibroid's volume was ablated (30%-40%), which might explain the continued growth due to underablation. The patient remained symptomatic and underwent myomectomy, which was challenging due to the lack of surgical planes between the ablated fibroid and the myometrium. Initial histopathology suggested either a stump tumor or leiomyosarcoma (lms) and it was sent out for external review that confirmed lms. The patient will undergo appropriate surgical staging and treatment.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.